Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers (gd871723, gd871715, and gd870931 ), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
It was reported that during a stenting treatment procedure the suture broke. The physician placed an 8fr flexima stent on the left kidney covering with a flexima nephorostomy drain. He then entered the right kidney. An f/g flexima us/8/20 stent was delivered over a 0.035 unknown wire, however it was unable to cross. The stent was withdrawn and a non bsc balloon was used to pre dilate the stricture. The balloon was inflated a couple of times and the stent was reintroduced. When inserting the stent over the wire, the stricture was so tight the plastic stiffener would not come out of the stent. The physician attempted to reposition the stent and the suture broke and the stent accordianed. When the wire was removed the pigtail in the renal pelvis deployed and it was not possible to capture the stent with a snare. A flexima apdl was inserted and the procedure was completed. A few days later the patient returned to have the stent removed. The patient had a full general anesthetic and the stent was removed using a combination of a 9fr peel-away sheath, an unknown guide wire and snare. An 8fr x 22cm stent was implanted with no complications and the patient is doing well.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and bacterial peritonitis with culture positive for gram positive organism in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in (B)(6) 2010, the patient was hospitalized. The admitting diagnosis was not reported. On an unreported date in (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6) 2010, the patient developed peritonitis. The nurse did not provide information regarding treatment. Pd therapy was ongoing at the time of the events. The patient had recovered from the peritonitis.